Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm, no button response anomaly, displayable history check failed on startup due to blank display. Device received with scratched display window, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. Customer also reported displayable history check failed on startup error code. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.